Manufacturer narrative:
(B)(4). Device was not returned for evaluation. Additional information was requested and the following was obtained: what type of intervention was performed to repair the opening? Suture ligation was there any patient consequence or change in the post-operative care for the patient as a result? Not that I was made aware was this the initial firing of the device? Yes. How much bleeding was observed? No amount was specifically given. Was a blood transfusion required? Yes, but I am not sure how much how was the procedure completed? Procedure was completed in normal fashion after repair was done. The following information was requested, but unavailable: what is the surgeon¿s experience with the device? What type of device training was given to staff? Was the procedure a cabbage or atrial appendage closure?

Event description:
It was reported that during a coronary artery bypass graft (CABG) procedure, the circulating nurse told me that the surgeon fired the device without a cartridge across the atrial appendage. Surgical intervention was required to repair and close the opening and the procedure was completed without further incident. There were no patient consequences. One device was discarded.